Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the hose clamp caused leaks. As stated on the repair statement additional malfunction on this device: power switch has no alarm.